Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown zimmer screw for evaluation. Visual inspection was performed. Fracture identified of the screw inside implant. Device history record (DHR) and complaint history review could not be performed since the lot and item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors therefore, based on the available information, a device malfunction did occur. Screw was fractured inside the returned implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the screw fractured inside the implant at tooth site 25, implant had to be removed. Bone graft performed. Bone loss was reported as a consequence of the event.

Manufacturer narrative:
Zimvie complaint number: (B)(4).